Event description:
It was reported that the patient had difficulty in dilating proximally and distally before implanting the inflatable penile prosthesis (ipp). The ipp reservoir was placed with no issues and crossovers were both proximal and distal. However, the entire ipp was placed then removed due to urethral injury that was caused by the dilators. A foley catheter was left in patient for the urethral injury to heal. No further complications were reported in relations to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis